Event description:
On (B)(6) 2012, pt reported, the up and down buttons on the infusion device have worked intermittently for the past couple of years. Pt boluses approx 3 times per day, and he has used this infusion device for about 5 yrs. The infusion device was replaced and returned for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and the up/down buttons does not operate. The printed circuit of the up/down flex connection is interrupted.